Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported having various symptoms, along with unnecessary pulses on one of their leads. Additional information was able to be obtained from a healthcare professional that at a recent follow up, it was noted the left ventricular lead had displayed increased pacing impedances for the last month, up to levels greater than 2000 ohms. A possible intermittent lead fracture was suspected as the root cause of the issue. No remedial action has yet been taken, and the physician will continue to monitor the lead. No adverse patient effects were reported.